Manufacturer narrative:
The hill-rom technician found that the slingbar bolt broke causing the patient to fall back into bed with no injuries. Under care and maintenance in the instruction guide for universal slingbars, 7en160185, it is stated: - check the screw and locking nut that attaches the slingbar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The hill-rom technician recommended replacement of the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the customer stating the slingbar broke as the patient was being lifted off the bed. The patient fell a few inches onto the bed. The lift was located on the (B)(6), at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).